Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low rectal resection, when they cut the rectum, the device couldn't be fired. They changed to another brand to complete the case. There was no patient injury.